Event description:
Customer reported he received a no delivery alarm during bolus. Most recent blood glucose value was 143 mg/dl; value at the time of event is unknown. No troubleshoot performed as it is a past event and the alarm was resolved. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.